Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that he received a bg reading above 260 mg/dl from his dario meter, compared to a bg reading of 137 mg/dl from the doctor's meter at the doctor's office one hour later. The user also reported that he has an additional dario meter that is working properly.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.